Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had crack on the display. The customer reported that they could not see the display very well. The customer reported that the insulin pump was dropped. The customer's blood glucose was 117 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.